Manufacturer narrative:
(B)(6).

Event description:
The customer reported that during use the ventilator stops and shows error code 1109 - machine pressure sensor autozero failed. The customer reported that the unit was in use on patient at the time of the reported issue, but there was no patient harm reported. The customer contacted product support, and the hospital biomedical engineer reported that he reproduced the error. The unit was sent to the distributor for warranty repair. The distributor¿s service engineer (se) performed an initial inspection of the unit and confirmed that the unit had alarm 1109 in the event log but was not able to reproduce the failure. The se proceeded in ordering solenoids 2 and 4 and da pcba to be replaced as a precautionary measure. No other anomaly was reported.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
The customer reported that during use the ventilator stops and shows error code 1109 - machine pressure sensor autozero failed. The customer reported that the unit was in use on patient at the time of the reported issue, but there was no patient harm reported. The customer contacted product support, and the hospital biomedical engineer reported that he reproduced the error. The unit was sent to the distributor for warranty repair. The distributor¿s service engineer (se) performed an initial inspection of the unit and confirmed that the unit had alarm 1109 in the event log but was not able to reproduce the failure. The se proceeded in ordering solenoids 2 and 4 and da pcba to be replaced as a precautionary measure. No other anomaly was reported.

Manufacturer narrative:
The field service engineer (fse) replaced the solenoid 2 & 4 as a precautionary measure.